Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The vent engine was replaced, and the unit was returned to service. Customer contact reports no patient information available. (B)(4).

Event description:
The hospital reported the unit had high positive end expiratory pressure blockage alarm resulting in high airway pressure. There was no report of patient involvement.